Event description:
It was reported that the patient with this artificial urinary sphincter (aus) went to the hospital because the product did not work properly. Two weeks later a surgery was performed, as a result of the inspection, it was confirmed that the balloon had a micro hole. The aus was explanted and replaced. No patient complications reported.

Manufacturer narrative:
Concomitant product UDI for pump (B)(4). Concomitant product UDI for cuff (B)(4). Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The pump was visually inspected, functionally and leak tested. No leaks were identified. The visual test identified that the pump had bodily fluid within the pump block/channels, so the functional test was not performed. The cuff was visually inspected, and leak tested. The visual test revealed that the cuff had bodily tissue within the cuff. No leaks were identified. The balloon was visually inspected, functionally and leak tested. No anomalies were found with the balloon. Based on the information available and analysis results, the reported device allegations were not confirmed.

Manufacturer narrative:
Concomitant product UDI for pump (B)(4). Concomitant product UDI for cuff (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) went to the hospital because the product did not work properly. Two weeks later a surgery was performed, as a result of the inspection, it was confirmed that the balloon had a micro hole. The aus was explanted and replaced. No patient complications reported.